Event description:
The customer reported that the fuse on the system was blown and the left monitor was not working properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. The system was repaired, found to be operating as intended, and released to the customer for use.